Event description:
It was reported that the patient with long history of low back pain and radicular symptoms particularly down the left leg to the knee and right leg to the calf presented to surgery with grade 2 l5-s1 spondylolisthesis with severe stenosis. The patient underwent a procedure for total laminectomy of abnormal lamina l5 with decompression of bilateral l5 nerve roots; partial laminectomy of s1 with decompression of s1 nerve roots; posterolateral fusion of l4-l5 and ls-s1 bilaterally, use and harvest of local autograft bone; pedicle screw placement l4 through s1 bilaterally; intraoperative nerve physiologic testing x3 hours. Rhbmp-2/acs, bone void filler, and autograft used for fusion. One week post-op the patient complains of continued leg spasms. Pt. Was treated with medrol dose pack and symptoms resolved on the first day. ¿there is no particular abnormality seen on the CT scan¿. ¿she has no back pain.¿ one month post-op the patient is having right radicular-type pain in the leg. Pt. Was treated with lyrica and symptoms completely resolved after 1 month. X-rays show good placement of pedicle screws and posterolateral graft and the patient is having no back pain. At six weeks post-op, ¿her MRI shows to me no evidence of any significant neurologic impingement. She has some fluid collection which I feel is postoperatively normal.¿ at 11 months post-op, ¿x-rays show what appears to be a solid fusion.¿ ¿at this time, she seems to have healed her lumbar spine, but has multiple medical issues.¿ patient complains of weakness and tingling, numbness, pain, loss of circulation in the hands. ¿she saw a rheumatologist who diagnosed her with raynaud disease and most likely an autoimmune disease. ¿ at 18 months post-op, notes indicate patient had excellent results from lumbar surgery. Pt. Has begun having cervical symptoms. At 43 months post-op, the patient reports having left leg pain in the buttock to the thigh region laterally, difficulty sitting, and mild symptoms to the right. X-rays showed good solid fusion from l4 to sacrum and good placement of pedicle screws. Previous CT myelograms, mris post-surgical have not shown significant pathology. X-ray of the hip shows no evidence of osteoarthritic changes. Impression notes that the patient appears to have si joint symptoms giving her scleroderma. Treatment suggested is physical therapy and pain management treatments.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.